Event description:
It has been reported to philips that the image intensifier could not be rotated, and therefore, the collimators would not open. There was no report of harm. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image intensifier could not be rotated, therefore, the collimators would not open. To resolve the reported issue, the fse performed a complete calibration of the frontal stand. After calibration of the frontal stand, the system was returned to use in good working order. Nineteen weeks later, however, the system was reported as collimator was not working, and to resolve the reported issue collimator was replaced. After this the system was returned use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.